Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) was admitted to the hospital following a syncopal episode and complaint of heart failure symptoms. Interrogation of the device with a programmer noted the device had reverted to safety mode. The device battery was also felt to be depleting prematurely. The device then exhibited oversensing of noise in safety mode with up to 7 seconds of pacing inhibition. The syncope was felt to be a result of the pacing inhibition. Surgical intervention was then undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) was admitted to the hospital following a syncopal episode and complaint of heart failure symptoms. Interrogation of the device with a programmer noted the device had reverted to safety mode. The device battery was also felt to be depleting prematurely. The device then exhibited oversensing of noise in safety mode with up to 7 seconds of pacing inhibition. The syncope was felt to be a result of the pacing inhibition. Surgical intervention was then undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Manufacturer narrative:
This report is being filed to correct field h6: impact codes from the previous submitted report.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) was admitted to the hospital following a syncopal episode and complaint of heart failure symptoms. Interrogation of the device with a programmer noted the device had reverted to safety mode. The device battery was also felt to be depleting prematurely. The device then exhibited oversensing of noise in safety mode with up to 7 seconds of pacing inhibition. The syncope was felt to be a result of the pacing inhibition. Surgical intervention was then undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.